Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by consumer (con) via a company representative (rep) regarding patient who was receiving morphine (10 mg/ml at 2.25 mg/day) and bupivacaine (5 mg/ml at 1.125 mg/day) via implantable pump. It was reported that patient was experiencing persisting discomfort at the pump pocket site. The event date was asked but unknown. The patient requested for a pocket revision. Of note, pump was functioning appropriately. There were no factors that may have led or contributed to the event. Physician moved the pump more lateral and slightly deeper within pump pocket. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury. No further complications were reported/anticipated.